Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a surgical procedure while the surgeon was setting the screw in place to be implanted the flexible shaft fractured in half. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirmed that it was fractured. Wear and deformation on the shank and links were observed, indicating that the product was used. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.